Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05-jan-2018 with the following findings: a review of the black box showed multiple power on reset events. The battery compartment was cracked from the threads to the case seal on the side, and below the grip pad. The returned battery cap threads were stripped. The battery cap was unable to fit. The power complaint was duplicated. A test battery cap fit and successfully completed rewind, load, and prime steps. No further power interruptions occurred during the investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the top was worn, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jan-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked from the threads to the case seal on the side, and below the grip pad. The returned battery cap threads were stripped and the cap was unable to fit. The power complaint was unable to fit. The rewind, load, and prime steps were performed successfully. No power interruptions occurred during investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board.